Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Troubleshooting indicated that there was an issue with the pump display. The customer reverted to an alternate method of insulin therapy.